Event description:
It was reported that during a rotator cuff repair procedure using the speedscrew knotless implant and the perfectpasser magnumwire suture cartridge, after winding one side of the tightening mechanism it began to spin freely as if it had already deployed. The anchor as ultimately removed from the patient and the procedure was completed using an arthrex 6.5 implant. There was no significant delay or further patient complications reported as a result of this event.